Manufacturer narrative:
The evoke scs system was discarded. The root cause of the infection cannot be definitively determined; however, it was noted that the patient underwent a surgery and later developed an infection at the cls implant site. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalisation with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the products met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection. Antibiotics were administered but were unsuccessful in resolving the reported event. The evoke scs system was explanted, and the patient was hospitalized for further evaluation of impaired wound healing.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.